Event description:
Customer reported that on (B)(6) 2013 at 11:30am, he received readings of 128 mg/dl and 133 mg/dl on his adc blood glucose meter which were lower than an hcp meter reading of 563 mg/dl obtained at the same time. Customer further reported experiencing "numbness" in his hands. There was no report of self-treatment, however, paramedics were contacted and upon arrival, reportedly treated the customer with "70/30 insulin" via injection. No transport to a health care facility took place. Customer additionally reported his meter had been consistently giving him inaccurate readings and as a result, he previously suffered a loss of consciousness and was hospitalized. The exact date of the reported loss of consciousness is unknown by the customer. Customer additionally reported having a "check-up" appointment with his doctor and an adjustment (increase) being made to his insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.